Event description:
It was reported the unit burned. Visual inspection of the unit revealed significant damage to the retaining strips designed to hold the heater wire in place. Eventually, a segment of heater wire had become dislodged and broken, allowing a spark to contact the fabric foundation. We determined that this report was attributable to misuse on the part of the consumer.